Event description:
The customer reported that the ortho provue analyzer resulted a sample containing anti-d due to rhogam as negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and indicated that the instrument was operational upon arrival. The fe performed adjustments to the reader camera, created a new reference and calibrated the incubator. The sample was reacting inconsistently on the provue with cell #1 using ortho surgiscreen lot# vss224. Incident appears to be sample related. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).